Manufacturer narrative:
The oad was received at csi for analysis. A visual examination determined that the oad was not fractured near the crown, but near the handle of the oad at the lap weld. Scanning electron microscopy was performed at the fracture site and showed evidence of torsion. This type of damage is consistent with spinning the device into an extremely tight lesion with excessive force and overloading to fracture. However, this was not confirmed, and the root cause of the driveshaft fracture remains undetermined. When tested the device functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was used to engage a 90% stenosed, severely calcified lesion in the anterior tibial artery. The crown of the oad became stuck in the lesion twice, and on the third treatment attempt the driveshaft fractured at the proximal side of the crown. The oad fragment remained on the guide wire and was able to be removed from the patient without additional intervention. Another oad was used to complete the procedure with a good result.